Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down- test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted. Manually pressing the s button shows the averages. The test strips were inserted correctly and the customer is using the proper test strips. The battery was installed properly. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling dizzy and nauseated. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.